Manufacturer narrative:
Product event summary: (B)(4): the full lead was returned and analyzed. No anomalies were found. There was blood (not obstructed) on the proximal conductor and the distal electrode was covered in blood. The outer insulation was cut. Visual analysis revealed the lead was damaged at implant.

Event description:
It was reported that during the attempted implant, the physician noticed a sudden extension of the helix mechanism instead of a smooth advancement. The lead was replaced and procedure completed successful. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.